Manufacturer narrative:
(B)(4). Batch #:unk. Date of event is 2018. Event day and event month were not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The following additional information was requested and the following information was received: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The following additional information was received: the feedback to the query is unknown.

Event description:
It was reported that during an unknown procedure, the stapler didn't work properly. The staples were only partially formed. Patient consequence was not reported.